Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation autosv device's sound abatement foam. The patient alleges coughing a lot. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation autosv device's sound abatement foam. The patient alleges coughing a lot. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. There was a dust/dirt inside the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There was one error found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.